Event description:
It was reported that during a laparoscopic nissen procedure, the device reload fell apart while placing the suture on the patient. The reload fell apart in the patient's abdomen in three pieces. All pieces were located and removed. A new device was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
The customer reported that the provue probe is dripping. No error messages were posted. No erroneous results were posted.

Manufacturer narrative:
(B) (4). (B) (4). Damaged cartridge base the analysis results of the device found that it was received with a cartridge broken in three pieces, one of them was received inside a sample bag and the remaining pieces attached to the device. Further evaluation found that the cartridge base was bent; therefore, no functional testing could be performed to evaluate the incident reported. No conclusion could be reached as to what may have caused the findings. A batch record review was performed and no anomalies were found during the manufacturing process.